Event description:
It was reported that the vertical lift column on the 9800 system would not lower. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ps3 power supply was replaced during the service call. The system was tested and found to be working as intended, and put back into service.